Event description:
This is a report of a 12 foot extension set easylock connector where the home patient (hp) had a difficult time getting the white cap off. The process step was unknown. There was patient involvement but it is unknown whether there was patient injury or medical intervention necessary. The hp was contacted and he confirmed that he is ok and has continued on with his peritoneal dialysis therapy. Baxter followed up with hp?s representative who confirmed the issue, and explained that the hp required the use of 2 pliers to pull off the white cap on the patient line; very difficult to get the white cap off.

Manufacturer narrative:
(B)(4). This complaint was for a report of a connection issue - difficult to disconnect pull ring cap from connector. The complaint was not confirmed and the cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.